Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient came to clinic with a separation of silicone at distal end of the percutaneous lead at metal collar. History showed multiple pump off, low flow, low speed operation. Upon manipulation, these events could be recreated. Event logs and x-rays submitted. Patient to stay on batteries. Percutaneous lead is immobilized. It was confirmed by technical services that there was a short in the percutaneous lead. A replacement of the percutaneous lead distal end was performed and the repair was successful.